Event description:
It was reported that the single use needles were being reused by the customer and need replacement due to wear caused by use. Per complaint reporter there was no harm for patient, operator or third party. The customer has been informed that the reported needles are single-use articles and were not being used in accordance with the manufacturer's instructions.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.